Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/10/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side of the threads. During testing, the display was found to be dim and discolored. The returned battery cap was used to complete all testing.